Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the cabinet was not synchronizing with myqlink (mql). A technical support specialist (tss) verified that messages were successfully crossing downstream in mql and informed the customer that once synchronization completed, normal patient profile processing would resume. In the interim, the customer was advised to dispense medications using override as needed and coordinate with the pharmacy for an override code. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cabinet was not syncing with myqlink. However, there were no delays or adverse events or injuries reported based on this event.